Event description:
Hcp reported pt had increased pain and more drug than expected in the pump reservoir. He thought the pump may be at end of battery life. The pt underwent device replacement.

Manufacturer narrative:
Final device analysis results reveal motor gear shaft wear.